Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 20-aug-2025, the user reported their new dexcom g7 continuous glucose monitor (cgm) sensor displayed 41 mg/dl after warm-up. During sensor warm-up, user experienced a low blood glucose (bg) after dinner, which the ilet could not detect without an active sensor. A fingerstick at the time showed 54 mg/dl. The user consumed nerds gummies, and a follow-up fingerstick showed bg of 79 mg/dl, which was entered for calibration. The lowest blood glucose (bg) recorded was 41 mg/dl. Bg was corrected with gummies. The ilet alerted for low bg. No outside assistance or medical intervention was required. Symptoms reported were sweatiness, shakiness, and dizziness.